Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital at the time of the report. The patient was admitted to the hospital on (B)(6) 2014. The patient did not know if they were in the hospital for their device or therapy or not. The patient went to the hospital because of swelling, redness, and burning that they were feeling which they felt maybe stimulation related. The patient had been to the hospital previously and they were prescribed antibiotics. It started to look like they were starting to heal but then didn¿t. It was unclear when the previous hospital visit was but it was noted to have been between (B)(6). The patient had cellulitis that started by affecting their left forefinger and had traveled up to the left wrist. The cellulitis also began in the left and right ankles and had almost traveled up to the knee at the time of the report. The patient¿s left leg from their foot to their knee was swollen and getting worse every day. The swelling was less in their right ankle to knee. The swelling was reported to have started several days prior to (B)(6) 2014 but also noted to have started about 2 weeks prior to the date of the report so it was unclear when the swelling started. The swelling and pain started in their left forefinger and then gradually moved up their left wrist. The swelling in their legs started around this same time. The patient was in a lot of pain and could not keep track of things. The pain was causing the patient nausea and made them throw up. The patient noted that they were diagnosed with emesis. An x-ray was performed and as far as the doctors could tell the system was fine. The hospital wanted to do an MRI and bone scan to see if the cellulitis had gotten to the bone of the patient¿s left hand. The MRI was going to be of the patient¿s full body. The patient noted that since implant their ins had been uncomfortable in their hip area at the ins implant site. The ins seemed to move a little and when it did it may be hitting a nerve that shot pain down the patient¿s leg like their sciatic nerve. The stimulator was causing nerve pain which caused the patient numbness and burning in their hip area. The patient¿s surgeon noted that the ins was where it was supposed to be. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.